Event description:
Upon the physician removing the stent from the pt, the stent became dislodged from the balloon. A snare device was used to successfully retrieve the stent from the femoral artery.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.